Event description:
According to the initial report, "I am 69 years old male with avr in (B)(6) 2009 (on-x valve). For all this time I was treated wit warfarin for inr 2 - 2.5 for all this time I was healthy, active, full time working man. Suddenly on (B)(6) 2019 I had a stroke. Embolic tia. Episode lasted for about 1 hr. I fully recovered. No sign of any damage. I was prescribed aspirin 100 mg. After 2 months of treatment I¿ve noticed bruises on my arms and legs. What to do now? Continue warfarin? Increase target inr? Continue aspirin 100mg? Stop aspirin?"

Manufacturer narrative:
The manufacturing records for serial number (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. An onxa-27/29 sn (B)(6) was implanted on (B)(6) 2009 in the aortic position of a 58-year-old male. On (B)(6) 2019 (10 years and 160 days post implant) the patient describes an episode he first terms a ¿stroke¿, then an ¿embolic tia (transient ischemic attack)¿ lasting about 1 hour. Because the symptoms are of short duration with no residual effect, this is more in line with the definition of a tia [akins 2008]. The description and diagnosis are self-reported. There is no corroborating medical documentation to confirm whether or not the patient had a tia, nor a cause for it should that be the case. Concerned that the episode is related to his heart valve and requisite anticoagulation therapy, the patient sought guidance from the manufacturer on its maintenance, particularly as it pertained to aspirin dosage. However, cryolife cannot and will not provide medical advice to individuals as was made clear to the patient. He did say, though, that he is contact with a ¿specialists¿. His normal inr target therapy since implantation is 2.0-2.5. Without an appropriate or adequate clinical evaluation by a physician, it is not possible to be certain that the patient had an embolic tia. Because there is no objective or corroborating medical evidence, we do not know what, if any, relationship the patient¿s self-reported experience has to the on-x valve. The instructions for use [IFU] for the on-x valve acknowledge thromboembolism as a potential adverse event following prosthetic valve replacement. The on-x heart valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product's labeling and IFU. Thromboembolic events are not an unexpected adverse event for mechanical heart valves. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "I am (B)(6) male with avr in (B)(6) 2009 (on-x valve). For all this time I was treated wit warfarin for inr 2 - 2.5 for all this time I was healthy, active, full time working man. Suddenly on (B)(6) 2019 I had a stroke. Embolic tia. Episode lasted for about 1 hr. I fully recovered. No sign of any damage. I was prescribed aspirin 100 mg. After 2 months of treatment I¿ve noticed bruises on my arms and legs. What to do now? Continue warfarin? Increase target inr? Continue aspirin 100mg? Stop aspirin?"